Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference d files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. However, the trigger appeared to get stuck or jammed intermittently while being engaged. The trigger was able to be fully engaged despite the jamming and the first clip was unable to load completely into the jaws of the device but was able to close and release. Another attempt was made and, once again, the trigger got stuck multiple times while being engaged. Similar to the first attempt, the clip was unable to load completely but was able to close and release. This happened with all remaining clips in the device. The sample was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The sample was other remarks: disassembled to look at the internal components. Upon disassembly, no damages to the internal components were found. However, there was a sticky residue that was found on the channel. Also, one of the tube fillers was stuck to the inside of the outer tube. This appeared to be due to the sticky substance that was found on the channel. The sticky substance is the likely cause for the trigger getting stuck when being engaged. The clips were unable to load completely into the jaws due to the sticky substance preventing the device from properly moving the clips down the channel and into the jaws effectively. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of " clip still open and the next closed" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the trigger got stuck and/or jammed intermittently while being engaged and all of the remaining clips were unable to load completely into the jaws. It was found that there was a sticky substance inside the device that appeared to cause the trigger to get stuck when it was being engaged. This could lead to loading issues as it could prevent the clips from being pushed completely down the channel and into the jaws of the device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
During surgery one clip remained open and the next was in the closed state. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot #73d1600003 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During surgery one clip remained open and the next was in the closed state. The patient's condition was reported as fine.